Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure (batch no. C95076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 1. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), allergy to metals ("nickel sensitivity"), pelvic pain ("pain"), autoimmune disorder ("autoimmune-like symptoms"), emotional disorder ("emotional issues"), sexual dysfunction ("sexual issues") and dysmenorrhoea ("secondary dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomies). Essure was removed on (B)(6) 2019. At the time of the report, the menometrorrhagia, genital haemorrhage, allergy to metals, pelvic pain, autoimmune disorder, emotional disorder, sexual dysfunction and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dysmenorrhoea, emotional disorder, genital haemorrhage, menometrorrhagia, pelvic pain and sexual dysfunction to be related to essure.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure (batch no. C95076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 1. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), allergy to metals ("nickel sensitivity"), pelvic pain ("pain"), autoimmune disorder ("autoimmune-like symptoms"), emotional disorder ("emotional issues"), sexual dysfunction ("sexual issues") and dysmenorrhoea ("secondary dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomies). Essure was removed on (B)(6) 2019. At the time of the report, the menometrorrhagia, genital haemorrhage, allergy to metals, pelvic pain, autoimmune disorder, emotional disorder, sexual dysfunction and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dysmenorrhoea, emotional disorder, genital haemorrhage, menometrorrhagia, pelvic pain and sexual dysfunction to be related to essure. Lot number: c95076 manufacturing date: 2014-08 expiration date: 2017-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint) a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.